Manufacturer narrative:
Sex: female. The uss spine systems offer the hook and screw holder to help install pedicle screws and hooks. Surgeons often use uss to correct spine deformities. Deformity corrections may require significant clinical torsional loads on the hook and screw holder/screw assembly. The chu reviewed the associated current drawings for this instrument 388612 rev e, 3886121 rev e, and 3886122 rev e. In addition, the chu reviewed a drawing for a mating family of uss pedicle screws ¿ 499240 rev d. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful instrument/implant connection. The bent tip on the returned device suggests the device was not fully seated in the pedicle screw when the surgeon applied off axis loads. The chu reviewed the complaint history for this hazard of this complaint. The history shows 27 instruments with a similar failure mode from january 2000 to may 2013. Based on the sales of uss 12-point nuts (498.022, 298.022, 299.294, and 499.294) for the same time period, the occurrence rate is .02 percent. The chu reviewed risk analysis (B)(4). Line 1440 adequately addresses the hazard and harm of this complaint. Conclusion since the clinical loading and instrument/implant assembly conditions are not known and the mating instrument/implant dimensions are acceptable, the disposition of this complaint from a design perspective is indeterminate. Product development event eval: the set contains instruments to help persuade/bend the rods to accommodate a wide variety of surgical instances and patient anatomy. Since there is not enough information concerning the placement of the rod during the procedure, this complaint is a deemed indeterminate from a design perspective. Correction on (B)(6) 2013 awareness date.

Event description:
Surgeon was performing t10 to illium fusion with uss dual opening and could not get the nut to thread on top of the screw for the left illium. He stripped out several nuts and screws trying to get one to hold and bent one hook and screw holder. All broken pieces removed and more than 30 minutes delay and procedure completed successfully. Report 1 of 14 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment not diagnosis. Subject device has been received and investigated, no failure was detected and device operated within specification. DHR - colby manufacturing manufactured the hook/screw holder with 4.0mm hex, p/n 388.612, and lot number 4161984 as part of brandywine work order (B)(4). The suppliers certificate of conformance ((B)(4)) indicated the parts were made to the correct material requirements and specifications. The parts conformed to the requirements of brandywine work order (B)(4) and were released to the warehouse (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: thread of the pin is strongly bent and the pin can therefore not be removed from the sleeve anymore. Different signs of often and intense like deformations at the hexagon, marks of any tool at the turning knob, are clearly visible with stress marks at the bigger diameter of the sleeve shaft and as well at the thread of the pin. Conclusion the relevant dimensions can not be verified anymore because the thread is bent, which makes the removal of the pin impossible and the instrument inoperable. However based on the fact that this device is over ten years old and was obviously often and intensely used, we can exclude a manufacturing fault and assume that inappropriate handling caused the deformation of the thread.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the design evaluation report states that the surgeon had difficulty engaging the nuts on the uss screws while seating the rods with the collars. This may have been due to the rod not being fully seated in the screw. If the nut is not placed proper aligned with the mating pedicle screw threads, cross-threading can occur damaging the screw and nut. The (B)(4) reviewed the complaint history between 5/2011 and 5/2013 for 499.294 implants with this hazard. The history shows 35 implants. The occurrence rate of this hazard based on the sales of 499.294 for the same time period is 0.22 percent.